Manufacturer narrative:
Event date: unknown.

Event description:
It was reported via social media that it, which is presumed to mean the benefits of the procedure, did not last two years and there were major complications. No further details were available.